Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, after the user placed the cartridge on the pump and filling it with insulin, the user initiated a conversation with a co-worker for 30 minutes. The user did not complete the load sequence in that time frame. The user successfully reloaded the cartridge. The user declined to provide a blood glucose level.